Event description:
Customer reports lancet was sticking out of the end cap of the softclix device; unk if before and after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.